Event description:
The customer reported that the pt was bleeding during a total laparoscopic hysterectomy. It is unk how the bleeding started. The surgeon tried to stop the bleeding with the ligasure device. The device was reported to have sounded like energy was being delivered but the customer reports that it was not. It is unk if an activation tone was actually heard. It was also unk if regrasp alarms or end tones were heard. They converted to an open procedure.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.